Event description:
It was reported that a smiths medical tracheostomy tube holder, at the ends of this holder it has two velcro straps attached to the holder for securement. However one of the straps in not attached. No adverse patient effects were reported.

Manufacturer narrative:
No information has been provided to date. The complaint device is considered to be a life-supporting or life-sustaining device and thus is essential to maintaining human life. A sample was returned, but was shipped to the supplier for investigation. Investigation was performed by the supplier. The device history record review was completed by the supplier. No additional information is available. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected information: h6. H10 - justification for changing reportability.

Event description:
Additional information: event occurred prior to usage. No patient involvement.

Manufacturer narrative:
Additional information: event occurred prior to usage. No patient involvement. H6: updated, corrected data: additional information: issue prior to usage. This file is now non reportable event, as clinician followed procedure and IFU.